Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast augmentation revision with a mentor memorygel 350cc silicone prosthesis experienced right sided rupture post procedure. The issue was discovered during the surgery. As a result patient underwent bilateral mastopexy and replacements as follow: left replaced with cat #: smpx370, sn #: (B)(4), and right replaced with cat #: smpx405, sn #: (B)(4), on (B)(6) 2020.

Manufacturer narrative:
Devices photo evaluation completed on (B)(6) 2021: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).